Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, it was reported that there was a dislodgement to the right atrial (ra) lead. Fluoroscopic imaging was conducted which confirmed the ra lead dislodgement. During repositioning, however, the helix of the ra lead would not extend and so it was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events were for failure to extend the helix and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of failure to extend the helix was not confirmed. Visual inspection of the lead found the extended helix clogged with blood. After cleaning, the helix was able to retract and extend. The helix extension length was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.